Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse used a patient simulator with customer leads and the cardiosave trainer. The fse twisted the ECG leads in an attempt to reproduce the issue, but was unable to. The fse attempted to reproduce any issue with all leads connected to the cardiosave. The fse performed a full preventive maintenance (pm) with calibrations. The unit passed all functional testing. The iabp was cleared for clinical use.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not getting an adequate reading of the arterial waveform. The supervisor called from the cardiac cath lab for assistance ,and stated that the aline waveform is very dampened and displays very low bp compared to a radial aline at the bedside monitor. A facetime call was made to assist them. The pump bp is 40s/30s with a map in the 30s and augmentation in the 40s. The waveform is very dampened, but is clean and crisp. They began to troubleshoot by aspirating and then flushing the lumen, but this did not help . The supervisor was advise to attach the radial line to the pump because it looked good on the bedside monitor. Once connected to the pump, it was just as dampened as the iab central lumen. They then tried the iab transducer on their bedside and it looked much better, with more accurate bps. It was advise to switch for another pump at this point and once done, the waveform and bp was much improved. The first pump will be sent to their biomed department for service. There was no adverse patient event reported. There was no patient harm or injury reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.